Event description:
The facility representative reported a flogard infusion pump with an unspecified malfunction. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed by baxter quality engineering as failure code 2. The cause was determined to be a damaged roller latch on the door assembly. The roller latch was replaced to resolve the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.